Event description:
It was reported that the device was seen in back-up vvi mode via the programmer. The device was explanted and replaced.

Manufacturer narrative:
Analysis found the device in hardware reset mode as received. The device was close to eri and excessive high voltage charges caused the battery voltage to deplete, resulting in a por. The battery was sent to the manufacturer and no anomaly was found. The device was within expected longevity estimations. Battery depletion was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.